Manufacturer narrative:
Boston scientific received information from the field clinical representative that the device's tachycardia mode was programmed off due to inappropriate shocks and inability to accurately store a template to mitigate inappropriate shocks in the future. No additional intervention (reprogramming or invasive) is planned at this time. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The device was explanted; however, the electrode remains implanted. The patient remains undecided about having another replacement device implanted. It remains uncertain if the explanted device will be returned to boston scientific.

Event description:
Boston scientific received information this patient received shock therapy on (B)(6) 2017. A review of the episode identified double counting and delivery of inappropriate shock. Shock delivery did not have any effect on the rate of the rhythm. The conditional zone prior to shock therapy was programmed at 200 bpm. Boston scientific received information from the field clinical specialist that this device's sense vector was reprogrammed to secondary. Four days later, the patient was presented to the clinic and a treadmill test was performed. The available information suggests that this device and electrode remain in-service. Boston scientific received information that this field clinical representative contacted boston scientific's technical services in mid-(B)(6) 2017. The technical service's consultant was informed that this patient received inappropriate shock therapy today. The device history was significant for a prior inappropriate shock with the sense vector programmed at primary ((B)(6) 2017). Following shock delivery the sense vector was reprogrammed to secondary. This most recent inappropriate shock therapy was associated with a sudden change in signal morphology. The actual rate of the slow tachycardia was 140 bpm (280 bpm with double-counting). The field clinical representative mentioned that a treadmill test had been performed following inappropriate shock therapy back in (B)(6) 2017. The reported morphology change was not reproduced during the treadmill test. The field clinical representative commented that delivery of today's inappropriate shock induced the patient into ventricular fibrillation which was detected and successfully terminated.